Event description:
It was reported that a novum iq syringe pump underinfused during infusion of tylenol. The issue was further described as,"the pump was running and programmed to infuse tylenol and the pump beeped off that the infusion was done and ready for flush. However, there was still a small amount of medication in the syringe left (~0.1cc)''. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.